Event description:
It was reported when using the pyxis medstation es system return bin drawer was not closing properly. The customer stated that there was a delay in the dispensing of the medication. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer 1 matrix failing to latch securely. A field service engineer adjusted the shimmed latch to create additional spacing in order to resolve the issue. The system functioned as intended after the field service engineer repaired the device.